Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level had been high (250-400 mg/dl) for the past few days due to an ear infection. Insulin injections were administered to address the high bg. The contact declined tandem customer technical support (cts) offered to troubleshoot. Cts advised the contact to discuss the high bg with a healthcare provider.